Event description:
It was reported by the manufacturer representative (rep) that the patient had an impedance issue (high). The rep stated all contacts, including monopolar, associated with contact 2 were high. The patient was not programmed on contact 2. The caller stated the hcp had been aware of this for some time. No symptoms were reported. 2024-08-19 e1 (rep, hcp): additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported a device exploration was determined to not be necessary given the patient¿s health status. The impedance issue remains. No actions was taken to resolve the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.